Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the third of three reports. Refer to 8030647-2018-00197 for the first event. Refer to 8030647-2018-00198 for the second event. It was reported that the device popped off during use. There was no reported patient injury.

Manufacturer narrative:
The device history record for the reported lot number, m7346l605, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One used suction catheter and one used flex connector were returned. No product packaging was received. The sample was received in generally clean condition. The male insert of the dse (double swivel elbow) was examined. There is no visible damage to the manifold or to the male insert. The male insert swivels. The flex connector was rotated. The dse male insert rotated intermittently with the flex connector. The dse did not rotate with flex connector and the complaint was confirmed. The root cause was related to manufacturing. All information reasonably known as of 31-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).